Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and unconsciousness on (B)(6) 2020 with blood glucose of 600 mg/dl. The customer also stated that the insulin pump stops delivering insulin. The customer experienced symptoms such as headache and vomiting. The customer was treated with bag of antibiotics and saline. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The devices will not be returned for analysis.